Manufacturer narrative:
Upon analysis, the complete lead was returned and electrical, visual and x-ray evaluations all showed that the lead was normal with no indication of fractures or shorts. No anomalies were found and helix assembly was normal. Noise on the lead was not confirmed.

Event description:
Related manufacturer reference number: 2938836-2017-23636. During placement of an rv lead in a crt procedure noise was detected, and the lead was exchanged for another lead and again noise and oversensing were detected on the programmer. There was no issue noted with the lv lead. A third lead and the psa connector cable was exchanged and the issue resolved with only a small amount of noise noted on a competitor lead. The subclavian vein was punctured twice during the procedure. The patient was in stable condition.